Event description:
It was reported that the pacing lead impedance was high and out of range. Patient presented to the clinic after receiving vibratory notification. The out of range impedance was reproducible. Insulation anomaly was noted. Lead was capped and replaced.